Event description:
It was reported that during regular product inspection at the user facility the core impaction drill was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during product inspection at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Corrected to reflect the fact that the nose cone coated with a substance initially reported is not indicative of handpiece leaking and leaking was not an observed device problem. Fluid leak was removed, reflecting the fact that the nose cone coated with a substance is not indicative of handpiece leaking and leaking was not an observed device problem. The device was returned to the account, not to the loaner pool.

Manufacturer narrative:
Updated to reflect that the nose cone was found to be coated with a substance in service, indicating a possible leak. The failure for overheating was confirmed by the repair technician through disassembly and visual inspection. Visual inspection confirmed the presence of the nose cone coated with a substance. The components of the drill were corroded, including the bearings. The drill passed all final inspection activities and was placed back in the loaner pool.

Event description:
It was reported that during regular product inspection at the user facility the core impaction drill was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during product inspection at the user facility, there was no patient involvement and no delay to a surgical procedure. It was also reported that during testing conducted at the manufacturer facility the nose cone of the core impaction drill was coated with a substance. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during regular product inspection at the user facility the core impaction drill was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during product inspection at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.